Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26396. It was reported the patient is not receiving effective stimulation. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace the leads. It is unknown which lead is involved in allegation. Therefore all the suspected devices are being reported.